Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with the operating currents within specifications. The insulin pump passed the self test, the rewind test, the prime test, the basic occlusion test, the occlusion test, the force sensor test, and the displacement test. The insulin pump was returned for pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery's unloaded voltage was less than 3.7v for 240 consecutive minutes. The detailed trace confirms that the root cause is the non-sleep anomaly software error. The insulin pump was received with a stained serial number label. The insulin pump was received with minor scratches on the display window and case, and a damaged keypad overlay texture.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.